Event description:
During implant procedure, the right ventricular (rv) lead was not able to be connected to the header of the device. Subsequently, increased defibrillation impedance was noted on the rv channel on the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.